Manufacturer narrative:
On 05jan2017 the pt reported that an additional lot number 5434820103 was used at the time of the event in (B)(6) 2016. The pt did not report this lot number with the initial information received. The pt reported that he/she used lenses from both lot numbers 5434820104 (original lot number reported by the pt) and lot # 5434820103 at the time of the event. The DHR for lot 5434820104 was reported in the initial report filed on 04oct2016. No suspect product is available for the additional lot number 5434820103. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5434820103 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 our affiliate in (B)(4) received a call from a patient (pt) who reported that his/her "cornea was damaged from the contact lenses." It was reported that the pt was wearing the 1-day acuvue trueye contact lenses. The pt reported that he/she experienced "dry eyes" after a few minutes of wearing the lenses, but continued to wear the lenses for eight hours. The pt reported that the eyes were ok after contact lens removal. The pt reported that he/she went to an eye care provider (ecp) and was prescribed vigadexa 1 drop every six hours and optive 1 drop for four days. The pt also reported that he/she was a first time wearer for the 1-day acuvue trueye. A call was placed to the pts treating ecp and additional information was received as follows: visit date: (B)(6) 2016; the pt reported irritation and a strange sensation ou. The pt was diagnosed with an os central lesion with edema. The pt was prescribed vigadexa and optive. The pt reported that he/she had not been using lenses for ten days prior to the ecp visit. On (B)(6) 2016 the pt returned for a follow-up visit; the pt was reported "feeling better." The "os corneal lesion maintain greater than 1 mm." The exam shows os 20/25 partial. The pt will continue use of vigadexa os. The pt was asked to return for an additional office visit in 5 days. The pt has not returned for a follow-up visit. The event date is reported as (B)(6) 2016. No additional information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5434820104 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.